Manufacturer narrative:
Section a2, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2025 and (B)(6) 2026. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was explanted from a patient's left eye due to mechanical complication. No clarification regarding mechanical complication was provided. The replacement iol implanted was a light adjustable lens of 10.0 diopter. The patient outcome was not provided. No further information was provided.